Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two onyx frontier coronary drug eluting stents, positioning difficulties were encountered. Damage occurred to two drug-eluting stents. The procedure was performed in the context of unfavorable coronary anatomy, characterized by a small-caliber artery, marked tortuosity, and the presence of calcifications. Despite the use of standard techniques, adequate support, and careful maneuvers for material advancement, both devices suffered structural deformation that prevented proper release. There was no damage noted to the packaging. There were no issues noted when removing the devices from the hoop/tray. Both devices were inspected prior to use with no issues noted. Both devices failed to cross the lesion. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the device.